Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. (B)(4).

Event description:
Patient¿s right hip was revised 15 days post-implantation due to dislocation. During the procedure, all components were removed and replaced. There has been no further information provided and patient outcome is unknown.

Manufacturer narrative:
Medical products catalog 00811400200, femoral stem, lot 63043375; catalog 65875305201, porous shell with cluster holes, lot 62945596. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0002648920-2017-00099; 0001822565-2017-01096.

Event description:
Patient¿s right hip was revised 15 days post-implantation due to dislocation and subluxation. During the procedure, all components were removed and replaced. There has been no further information provided and patient outcome is unknown.